Manufacturer narrative:
On may 3, 2021, mentor became aware that the patient is hispanic, date of surgery is (B)(6)2021, and date of event was (B)(6) 2021. Hence, following fields have been updated on this form: ethnicity under field a5 has been updated to hispanic/latino. Is required intervention has been selected under section b; field b2. Field b3 has been updated to (B)(6) 2021. Fields d6b for explantation is (B)(6) 2021. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 22, 2021, the mentor failure analysis lab received the device for evaluation. On june 26, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the posterior view. Additionally, a tear measuring less than 0.1 cm was found within the crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast augmentation with 325cc mentor smooth round moderate profile and experienced breast implant deflation on her right side diagnosed after physical exam on an unknown date. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.